Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had complaints of weakness and fell at home on (B)(6) 2019. The patient was brought to the emergency room and was found to have hemoglobin of 4.7. The patient was admitted and received 3 units of packed red blood cells. The patient underwent upper gastrointestinal (gi) and video capsule study. It was also reported that the patient had a colonoscopy and 3 small areas of angioectasias without bleeding were cauterized. It was noted that 2 small non-bleeding polyps were not removed since they were non-bleeding. The patient received one more unit of packed red blood cells and then hemoglobin improved to 8.7. Patient was then discharged home. No additional information was provided.